Event description:
It was reported that a revision surgery was performed on the patients left hip due to unknown reasons. The patient reported to suffered from severe pain, limited mobility, infection, loss of ability to walk, and mental anguish. The patient outcome is unknown.

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms with the limited information provided the root cause of the pain, limited mobility, infection, loss of ability to walk, mental anguish and additional surgery cannot be confirmed and it cannot be concluded that the reported events/ clinical reactions were associated with a mal-performance of the implant. No further clinical assessment is warranted at this time. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.